Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The home health care nurse contacted boston scientific technical services (ts). Ts referred the home nurse to the patient's clinic for an interrogation. The clinic noted that the patient has not been seen recently and does not have a follow up visit scheduled for several months. At this time the pacemaker remains in service and no adverse patient effects were reported.